Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) did not work. It was later reported that during use on a patient, blood had escaped from the intra-aortic balloon (iab) part into the cs300 iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, g4, g7, h2, h10. After further review, it has been determined that the reported issue is not a reportable event to the FDA. The reason being is that the source of the contamination to the iabp is intra-aortic balloon (iab) related, making this issue non-reportable. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not work. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.